Event description:
Boston scientific received information that during a routine device implant procedure, while the device pocket was being closed, noise was observed on the rate/sense channel, which was not aligning with the cardiac signal. The physician tapped on the device, and more of the noise was observed. The leads were disconnected from the header, and body fluid was observed on the terminal pin and in the barrel of the device. The terminal pin was cleaned off and the header was cleaned out with saline. Setscrew deployment was performed, and much fluid and air came out of the setscrew. The leads were reconnected to the device and pocket closure continued. Noise recurred and the physician ultimately explanted and replaced this device. No further complications were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection discovered the seal plug had a cored out hole in it. Further testing confirmed that the header met specification and there was full connection and continuity for all connections. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. Device noisy signal at implant was the result of a cored out hole in the seal plug. The exact time and cause of the hole could not be determined.